Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 18.6. Hardware: iphone17.4. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced significantly elevated blood glucose (bg) levels of approximately 590 mg/dl after approximately 24-36 hours of pod wear on the abdomen. The patient sought medical attention on (B)(6) 2026, due to the high bg levels and was hospitalized for approximately five days. The specific discharge date was not provided. The patient reported that she was diagnosed with diabetic ketoacidosis but was unable to confirm what treatment was provided during hospitalization. She also reported being unable to recall whether any alarms or messages occurred on the date of the event. The patient was unable to confirm the pink slide status or whether the cannula was inserted during wear. No further information was provided.